Event description:
Heathcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, brown particles. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify crease smooth opening on anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed a fold flaw opening; observed void >1 mm in non-textured, valve-to shell-bond area.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Heath professional reported left side deflation. Device remains implanted.